Event description:
Ivus was prepped but no image appeared when going live. No patient harm occurred. Vendor notified. Manufacturer response for coronary imaging catheter, opticross 6 hd coronary imaging catheter (per site reporter).